Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that insulin delivery stopped due to occlusion alerts on the ilet system using an inset 6 mm 23 in infusion set, and delivery was resumed without changing supplies; the guardian later reported no observed issues with the set and provided the lot number. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s guardian and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, with the event characterized as lack of effect related to insulin delivery and with insufficient information available regarding the device component beyond the reported infusion set details. It was concluded, based on previously established findings for similar reports, that the cause was not established.